Event description:
On (B)(6) 2011, the patient underwent a c1-c2 fusion surgery. The patient was implanted with rhbmp-2/acs. In (B)(6) 2012, three months post-op, the patient complained of her pain still present and that her neck's range of motion was now very limited. She had another follow-up appointment in (B)(6) 2012, where she informed him that she was now having trouble reading. In (B)(6) 2012, the patient presented again with increased pain. Since the surgery, the patient has suffered from new and different pains than she did prior to the surgery. She has also suffered limitations to her range of motion that were not present prior to the surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.